Manufacturer narrative:
On 16-dec-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with an 8.5f sheath with curve viz mdc. When aspirating before inserting catheter into sheath, air was drawn. Sheath was then changed. Unknown lot, packaging has been discarded by customer. Surgery delayed due to the reported event for 20 minutes. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. No damage or issues were observed on the valve. Back pressure test was performed, no air leak or bubbles were detected. A device history record was performed for the finished device 00002096 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-oct-2022, bwi received additional information indicating that air was not being introduced into the patient. The physician performed any maneuver to eliminate bubbles by removing the sheath. No medical intervention was required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with an 8.5f sheath with curve viz mdc. When aspirating before inserting catheter into sheath, air was drawn. Sheath was then changed. Unknown lot, packaging has been discarded by customer. Surgery delayed due to the reported event for 20 minutes. No patient consequences were reported. Air flow into side port is MDR-reportable.